Manufacturer narrative:
Further information from the reporter regarding event, product, patient details, device return, device photos has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported device rupture. Device status unknown, assumed to remain implanted. Record is for an unknown side.

Event description:
Healthcare professional later reported device capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.